Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call, the customer woke up and the device had just turned off. Customer changed the battery. Customer's mother stated the device had a little message on it and it blank after the battery change. The battery was changed a third time and the device finally turned on and they were able to set the time and date. Then it alarmed dead battery and turned off again. Customer's blood glucose was 160 mg/dl. Troubleshooting was performed and customer wasn't using recommended batteries. Troubleshooting for failed battery test was performed and a new battery cap will be sent out to rule out issues with the battery cap. Customer's mother was advised to clean battery compartment, insert a new recommend battery and use the new battery cap. Also to call back if issues continued. The device is not returning for analysis.